Event description:
A customer reported the epiq cvx ultrasound system¿s control panel was not staying in position. Since it is unknown if this involves a control panel swivel being unlocked found while the system was being transported, this event will be conservatively reported. The suspected failure would have occurred outside of clinical use and there was no patient or user was harmed as a result of the issue. The service engineer inspected the system and was unable to duplicate the reported failure. The system was inspected and tested and found to be functioning as intended.